Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Per tandem¿s user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Per tandem¿s user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin resolving the issue with no permanent damage. Tandem technical support (tts) educated the customer on insulin labeling. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tts to obtain additional information; however, no additional information regarding this event was provided.